Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load a new cartridge, and after initial failure, was guided by technical support to fill and load a new cartridge properly. The issue was resolved, and the caller successfully resumed insulin delivery.